Manufacturer narrative:
Event and therapy dates are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report number: 3006705815-2020-30634. Patient experienced ineffective therapy due to lead migration was confirmed via x-ray. Programming was unable to resolve the issue. As a result, patient underwent surgical intervention on (B)(6) 2020, wherein one of the existing lead was moved and the other lead was repositioned. Reportedly effective therapy was restored.